Event description:
Clinic notes dated (B)(6) 2015 note that device diagnostics resulted in high impedance. The patient had recently undergone generator replacement surgery at which time device diagnostics were within normal limits. The patient was referred for x-rays. It was reported that x-rays revealed that the lead pin had disconnected from the generator header. The patient was referred for surgery. Surgery was performed and the lead pin was reconnected to the generator header. Device diagnostics following reinsertion were within normal limits (2295 ohms).

Manufacturer narrative:
Suspect device UDI: (B)(4).